Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, received pump error 15 (the critical block and inverse critical block did not add to zero) and pump error 23 (post-reset ram crc alarm) alarms. The customer reported blood glucose value of 320 mg/dl. The event involved product(s) mmt-1884, 78893-01, unk_reservoir, unomedical. Troubleshooting was not performed for hyperglycemia. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. Troubleshooting was performed for pump error alarms. Customer was able to clear the error and successfully complete fill cannula delivery test. Error table indicated that pump requires replacement. No further patient complications were reported. No product return is required for 78893-01, unk_reservoir, unomedical. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating, basic occlusion, force sensor, occlusion and self -test. Unit was successfully downloaded using thump for history files and traces. Pump error 23 was noted, which was expected. No alerts/anomalies/alarms noted during testing. Pump error 15 alarm was found in the history files on (B)(6) 2026 16:27:09.000. Pump error 23 was found on (B)(6) 2026 16:27:11.000. Pump was cut open to perform visual inspection and found no physical or moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay and scratched case. Pump error 15 was confirmed due to software error. Pump error 23 not confirmed. Unable to verify customer's high bgs. Cosmetic damages were noted during visual inspection. For additional information regarding the tests performed refer to (B)(4) ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.